Event description:
Hammerlock implant was used to correct hammertoe condition. The implant broke prior to joint fusion and the surgeon performed f/u surgery to remove the broken implant and correct the hammertoe condition which had returned.

Manufacturer narrative:
A (B)(6) female in a major metropolitan area who walked extensively.